Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was over 600 mg/dl with medium to large ketones. The customer administered boluses via syringe and subsequently went to the emergency room (ER) for treatment. Intravenous (IV) fluids and insulin were administered. The customer remained in the ER for seven hours and reported a bg level of approximately 170 upon leaving. Reportedly, the customer had manual injections available as alternate insulin therapy.